Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test and failed due to 0 volt. A review of the share logs was performed and no data was found for serial number (B)(4) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharged battery. The reported event of signal loss over 1 hour is reportable based on an investigation cannot be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).